Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years following the implant of this transcatheter pulmonary bioprosthetic valve, the valve migrated and a stent fracture was noted. Approximately two years and two months post-implant, surgery was performed to explant the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: based on clinical data and literatures, the valve stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, in this case, a true root cause to the stent fractures or migration cannot be determined with the available information. If information is provided in the future, a supplemental report will be issued.